Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. A review of the lot history records was performed for the reported lot for any deviations. The review confirms that the lots met all material, assembly, and performance specifications. (B)(4).

Event description:
As reported (B)(6) 2014, a patient of unknown age and gender presented for PICC placement procedure. When opening the sterile package during prep, it was noted the guidewire had partially unraveled. The device was set aside and a new of the same was used to successfully complete the procedure. It was reported the patient suffered no harm or injury due to the event. It was reported the disposable device is not available for return to the manufacturer for evaluation.